Event description:
Boston scientific crm received information that one day post implant, this right atrial (ra) lead became dislodged. As a result, the lead was explanted. A new ra lead was successfully implanted. No adverse patient effects have been reported.